Event description:
It was reported that the core impaction drill heated up, sparked and smoke came out during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
Could not duplicate issue of overheating and smoking because the device would not run. Upon disassembly for visual inspection there was no power to the motor.